Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-06551. Further information received indicated the patient completed a 3 month antibiotic regime and results of recent blood work were normal.

Event description:
Device 2 of 2: reference MFR report: 1627487-2016-06551. Further information received indicated the left supra orbital lead site was found to be infected. Surgical intervention is pending to address the issue.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-06551. Additional information received indicated the infection has resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-06551. It was reported the patient experienced an infection at the right supraorbital lead (off-label) site. The patient was prescribed antibiotics, however upon completion of the antibiotics the infection had not appeared to resolve. The lead incision site was also dehisced and the lead was exposed. The lead was explanted. It is unknown which lead was the right supraorbital lead; therefore both supraorbital leads are being reported.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-06551. Further information received indicated the patient's left supraorbital lead was explanted on (B)(6) 2017. The patient is to remain on antibiotics.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-06551. Additional information indicated the patient reported the infection was determined to be (B)(6) and she was continuing treatment with antibiotics. Also, while the infection was initially located at the right supra orbital lead site, it was later found to also be at the left supra orbital lead site and was treated with antibiotics. The patient consulted with an infectious disease physician and it was determined the infection had resolved. The left supra orbital lead remains implanted.